Event description:
Worker removed the nurse call connector from a prefabricated headwall assembly. The connector, a plug and cable, attached to an electric bed. The headwall assembly also has a "dummy connector" mounted above the receptacle for the bed. The dummy is used to prevent false alarms on the nurse call when the bed is unplugged. The dummy is connected to the head wall with a metal chain. As the worker unplugged the bed from the head wall, the metal chain on the dummy connector made contact and caused a short circuit across the 110 volt blades of the bed plug.